Event description:
According to the reporter: a piece of the cannula of the trocar broke off and fell into the patient cavity. Other trocars cracked. The hospital staff did notkeep track of which trocars broke and which crcked, only after each one did they pull all of that lot number from the shelf. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes.. A piece of the trocar fell into the patient and was retrieved.

Manufacturer narrative:
(B)(4).gender of the patient is unknown.